Event description:
The following information was provided: as per pss implant request: right acetabular pelvic discontinuity. Patient has a failed acetabular component. She appears to have an osteonics stem. The cup will be revised and the stem will likely stay.